Event description:
It was reported that after changing the battery in the infusion device, the time and date settings were not retained. The patient experienced hypoglycemia during the night. The patient required help from his wife to treat the hypoglycemia with juice. The patient thinks that he received a basal rate not meant for the night time due to the time and date settings being lost. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.